Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A pharmaceutical customer in (B)(6) contacted biomerieux to report a misidentification of candida albicans atcc 10231 tm as cryptococcus laurentii or stephanoascus ciferrii in association with the vitek 2 yeast (yst) identification (ID) test kit. There is no indication or report from the customer to biomerieux that the organism misidentification led to any adverse event related to any patient's state of health. No patient was directly associated with the qc isolate. Culture submittal has been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The customer indicated that the strain was grown at 30-35c in an anaerobic bag and tested from tsa media. The vitek® 2 yeast ID result of cryptococcus laurentii had 11 atypical positive reactions and 1 atypical negative reaction. The vitek® 2 yst result of stephanoascus ciferrii had 10 atypical positive reactions and 1 atypical negative reaction. Vitek® 2 yst ID culture requirements do not indicate tsa as a recommended media for set up or that strains be tested when incubated under anaerobic conditions. An increased number of atypical reactions can be due to a deviation from the set-up procedure, contamination or an atypical strain. Since atcc® (B)(4) was tested during vitek® 2 yst ID development and provided very good results, it is unlikely the customer's discrepant results are due to an atypical strain and more likely due to set-up deviation or contamination. Use of tsa media and incubation in an anaerobic atmosphere constitutes off-label use. Evaluation of the manufacturing batch records for yeast ID lot 243372140 indicate the lot passed qc performance testing. There were no issues observed with initial qc performance testing. The investigation concluded that the vitek® 2 yeast ID test kit is performing as intended in accordance with product specifications.